Manufacturer narrative:
The pump has not been returned to animas for eval. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Event description:
The reporter, the pt's mother, reported the insulin pump had a short battery life, lasting one week and then pt obtained low battery alarms. The pt reported no symptoms of high or low blood glucose levels and did not seek any medical attention. On (B)(6) 2011, the pt replaced the battery; afterwards, the low battery alarm occurred and then the pump powered off. Troubleshooting revealed the battery cap was secure, there was no moisture or corrosion in the battery compartment and there were no cracks in the pump casing.